Manufacturer narrative:
Investigation summary: the defect aspirate/draw (cannot/difficult); could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. A complaint history check was performed, and this is the 4th related complaint reported with the defect/condition of aspirate/draw (cannot/difficult) with lot #9137627 regarding item #383512. Occurrence: 4th. Investigation conclusion: the defect aspirate/draw (cannot/difficult); could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Root cause description: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Therefore; the root cause was indeterminate.

Event description:
It was reported that aspiration issues occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "(B)(6) 2019 at 0825: 22 gauge x 1 inch bd nexiva IV catheter with lot number 9137627 not working properly. Catheter was in the vein and would not draw blood/ or drew very slow to hemolyze specimen. Blue needless transfer device nor syringe did not work to draw blood/ or drew very slow to lead to hemolysis and patient being stuck additional times for blood. IV catheter flushed without problems. Catheter was discarded after being removed from patient, but additional product information provided below. This event required adult patient to be stuck an additional time for IV placement and blood draw."